Event description:
On (B) (6) 2009 the pt reported that on (B) (6) 2009 she pulled her infusion site out of her body. She stated that the adhesive is not sticking well to her skin. No physiological effects were reported. The pt was sent adhesive dressing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.